Event description:
It has been reported to the MFR that the physician kinked the wire which caused the occlusion balloon to deflate. The physician inserted the occlusion balloon wire into the patient and inflated. The physician placed a stent and the physician accidently kinked the wire which caused the occlusion balloon to deflate. The physician removed the device and replaced it with another to complete the case. The patient is reported to be fine.